Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 0 and 1issue was verified, but the malfunction 5 issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.